Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-sustained episode was observed on a remote transmission. The patient reported experiencing syncope during the episode. Upon review of the episode, the patient was experiencing a true arrhythmia with irregular ventricular rate. The patient's rhythm converted spontaneously before tachy detection occurred. Programming changes were discussed. The patient will be brought in-clinic for further evaluation.